Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported patient describing abnormal symptoms after chemo. PICC removed and fracture noted. Patient treated for extravasation as per policy. No documentation of exact symptoms of extravasation. Patient for ongoing assessment and review after 24hours. PICC was inserted on (B)(6) 2024 into basilic vein, total length 44cm, exit site 2cm, secured with securacath. PICC was used for CT scans., unknown if there were any interventions for occlusions. PICC was used for sact (paclitaxol). It was removed on (B)(6) 2025. It is unknown if there was a delay in treatments or if another PICC is needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fracture is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 11 cm and 12 cm depth markers on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. This complaint will be recorded for future trending and monitoring purposes.